Manufacturer narrative:
One cadd® cadd-ms® 3 pump was returned for analysis. The customer's reported problem was "push rod stuck, won't move". The customer's stated problem was unable to be duplicated. The device ran for an extended period of time and the device was functioning properly. No problems were found.

Event description:
It was reported that the push rod of a cadd® cadd-ms® 3 ambulatory infusion pump was stuck and won't move. No report of any patient involvement.

Event description:
Additional information received stating incident occurred during testing, and the event date.